Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient and user. No intervention was required. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. Lubrication was used to facilitate placement of the capsule.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by post market vigilance investigation personnel. The bravo capsule was received for evaluation. The returned sample did not meet specification as received by medtronic. The visual inspection found that the needle advanced. The reported condition was confirmed. The investigation performed did not determine the issue cause because just the capsule ( without delivery system)arrived for investigation. The investigation performed did not determine the cause of the reported issue. A review of the device history records indicated that this serial/lot number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient and user. No intervention was required. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. Lubrication was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation.